Event description:
It was reported that the device experienced a power on reset (por). When it was interrogated there were question marks in certain data fields. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed and revealed a diagnostics problem with a parity error count = 1, with addr = 21bd, data = 20, on (B)(6) 2006 12:22:54.